Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation approximately 4 months ago due to failure to recharge the scs system over 6 months. As a result, the ipg ceased communication with all external devices and the patient programmer displayed an error message while attempting to connect. Reportedly, the ipg is inoperable. Surgical intervention may be undertaken as the next course of action.